Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) system triggered an alert for a high out of range left ventricular (lv) pacing impedance of greater than 2000 ohms, a low out of range right ventricular (rv) pacing impedance of less than 200 ohms and a low out of range shock impedance of 0 ohms. All of the patient's impedances had been within normal range prior to these three alerts. The patient was seen in the clinic, and isometrics were performed. Nothing unusual was observed. There were no out of range or aberrant impedance measurements in any chamber. Technical services reviewed device data, and noted that all three impedance alerts occurred at the same time. The patient reportedly was at physical therapy at the time of alerts, and they used some type of heater/massager on the patient's back to left side. The patient previously had a mild stroke affecting his left side, and the crt-d is implanted on the left. Technical services advised to figure out what product was being used at physical therapy and may need to discontinue use. The representative noted the alerts have been reset. Technical services recommended to continue monitoring the patient. This crt-d remains in service and there were no adverse patient effects were reported.